Manufacturer narrative:
E.3. Other occupation: pharmacy informatics specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed. A field service engineer (fse) dialed into the station, accessed storage space configuration, and confirmed the reported failures. Logged into hardware test application and verified cubies were present, performed a reboot, and rechecked configuration where cubies were properly displayed. Coordinated with the customer to recover the storage space, and the customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary lomac_ne drawer 5.2 displayed a not on bus error. The user stated that the initial issue involved the barcode scanner, which had reportedly experienced ongoing problems since the last system upgrade. The device was rebooted to restore functionality of the biometric fingerprint scanner, which eventually became operational after an initial delay. Followed the reboot, the user discovered that auxiliary drawer 5.2 was no longer detected on the bus. Attempts to recover the drawer were unsuccessful, and the user declined to perform additional reboots due to concerns about repeatedly impacted device functionality. As a result, drawer 5.2 remained unavailable for use. However, there were no delays or adverse events or injuries reported based on this event.